Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the oxygen sensor. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the oxygen sensor on a 980 ventilator generated an out of range error message and failed calibration. The ventilator was not in use on a patient at the time of the reported event.